Event description:
It was reported there was inflammatory swelling 2 centimeters above the lumbar scar. The patient had a boil which required piercing and administration of antibiotics. Action was noted as opened under pyostacine hexomedine. The event was considered resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3898, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).